Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color when it was used postoperatively for hemostasis after cerebral angiography. The device was withdrawn, and manual compression was used for hemostasis. There was no reported patient injury. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. Upon slow retraction of the device at an angle of approximately 50°, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for approximately 1 cm without a change in color of the blocker indicator window. The operator tried several times to change the angle, but the indicator window did not change color. The operator has had many years of experience using the exoseal. The device was returned for evaluation.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color when it was used postoperatively for hemostasis after cerebral angiography. The device was withdrawn, and manual compression was used for hemostasis. There was no reported patient injury. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. Upon slow retraction of the device at an angle of approximately 50°, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for approximately 1 cm without a change in color of the blocker indicator window. The operator tried several times to change the angle, but the indicator window did not change color. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. The physician did not place the thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. The deployment button could not be depressed, so the device was removed with the sheath together, and manual compression was applied. The indicator wire was still visible when the device was removed. The operator has had many years of experience using the exoseal. The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color when it was used postoperatively for hemostasis after cerebral angiography. The device was withdrawn, and manual compression was used for hemostasis. There was no reported patient injury. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. Upon slow retraction of the device at an angle of approximately 50°, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for approximately 1 cm without a change in color of the blocker indicator window. The operator tried several times to change the angle, but the indicator window did not change color. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. The physician did not place the thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. The deployment button could not be depressed, so the device was removed with the sheath together, and manual compression was applied. The indicator wire was still visible when the device was removed. The operator has had many years of experience using the exoseal. A non-sterile exoseal vascular closure device (7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. The catheter sheath introducer (csi) was not returned for this evaluation. Finally, the indicator window was in the black/white position. During this visual analysis, a kink was observed on the delivery shaft, located 11 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area where the kink was observed to verify the outer diameter. The results of the dimensional analysis were within specification parameters. The measurement was taken with a calibrated micrometer. Per functional analysis, the guard simulation could not be performed as the unit was received with the guard locked and the indicator wire deployed. However, the deployment simulation was successfully executed and behaved as expected, and it was observed that the indicator window changed to the applicable positions during the actioning of the device. Per microscopic analysis, a high-magnification evaluation was conducted to assess the internal mechanism of the device. No abnormal conditions were observed in the internal mechanism. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device since it passed functional analysis and the window changed positions as expected. The exact cause of the reported failure could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator experienced, especially since the device passed functional analysis when testing the indicator window despite the kinked condition of the delivery shaft. However, procedural/handling factors are possible. Since the customer did not report that a kinked/bent condition was noted to the device, it is unknown if this condition was present during the procedure and a potential contributing factor to the issue experienced, or if this condition occurred after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.